Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported failed system check due to an elevated substrate percent coefficient of variation (%cv) involving the access 2 immunoassay system. During troubleshooting with beckman coulter customer technical support (cts), it was discovered the white fittings on the substrate bottle were loose. The customer tightened the fittings and performed system check which passed within instrument specifications. The customer stated patient samples were analyzed during the failed system check. Customer technical support (cts) advised the customer to reanalyzed all patient samples back to the last acceptable quality control (qc) due to potential of erroneous results. The customer stated no erroneous or discrepant results were generated after repeat testing of the patient samples. There was no patient impact associated with this event. The instrument was returned to normal operation.